Event description:
Pt was treated in 01/2004. Thermage was notified of event in 11/2004. Pt developed waffling on both temples and under bottom lip on the chin and indentations on the forehead above eyebrow. Surface irregularity was noticed about three months post treatment.